Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed battery depletion was indicated. The device recommended replacement time is when the battery voltage is less than or equal to 2.63 volts. The last battery measurement of 2.62 volts was recorded on (B)(6) 2010. Weekly battery voltage trend data shows min bat of 2.65 to 2.63 volts between (B)(6) 2010.

Event description:
It was reported that the patient alert sounded, and the device displayed early elective replacement indicators (eri) due to high programmed voltages. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert sounded, and the device displayed early elective replacement indicators (eri). It was noted that the device had been programmed with high output. The device was explanted and replaced. No patient complications have been reported as a result of this event.